Manufacturer narrative:
On site functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion procedure. It was reported that the surgeon felt inaccurate with the percutaneous pin and the percutaneous pin reference frame. The site noted that nothing had moved and the reference frame was not removed. There was no clear plastic draping between the camera and reference frame. The representative reported that all cranial cases and open cases with the spine clamp are accurate. The only cases that seem to have this inaccuracy issue is with the percutaneous pin. He called back in the following day and noted that on the sterile tray there was a sterilized percutaneous pin. He did not know if it was the one in the impacted clinical case. He stated that the rubber tip of the percutaneous pin did look to be slightly deformed, most likely due to the heat of sterilization, since they are designed as single use products. There was no reported impact to patient outcome and a reported delay of less than one hour. Additional information (email): the representative confirmed with the site that the site adjusted and proceeded with navigation. It was noted that site has not used them multiple times, but that the central sterile tech made a mistake of placing it into the spine reference tray. The representative was unable to confirm with the site which percutaneous pin was used.